Manufacturer narrative:
Complaint no: (B)(4). Upon follow up it was reported, on an unknown date, the patient had completed the course of antibiotics and the peritoneal effluent was clear. At the time of this report, the patient had recovered. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for peritonitis. The same day as the event onset, the patient started treatment with injection ceftazidime (1 g for 15 days; route and frequency not reported), injection amikacin (125 g for 15 days; route and frequency not reported), and injection vancomycin (2 g; route, frequency, and duration not reported) for peritonitis. Action taken with dianeal therapies was not reported. At the time of this report, the patient is recovering. No additional information is available.